Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0296680. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 10ml syringe on top of a shelf box. The syringe is out of the packaging flow wrap and the plunger rod-rubber stopper is at the 5.5ml mark. Based on the investigation results and with no sample analysis the symptom reported by the customer could not be confirmed and an exact cause for this incident could not be identified.

Event description:
It was reported that 20 syringe 10ml saline fill china sp had difficult plunger movement during use. The following was reported by the initial reporter: "the patient was admitted to our hospital on foot on (B)(6) 2021 for periodic chemotherapy. The patient underwent ultrasound-guided subclavian vein puncture. In the afternoon, he was given paclitaxel (albumin-bound) intravenous infusion according to the doctor's instructions. When the nurse used the flush to flush the patient's catheter, she found that the flush did not move. At that time, it was considered that the catheter was not a problem so replaced a new one to flush the catheter. After returning to the nurse's station, push the previous catheter irrigator forward again, and the flush has a large resistance. 2021-02-20 received update of sales representative pir form, updated event description as follows: on (B)(6) 2021, when the nurse changed the patient's dressings again, it was found that fulaixi could not be pushed after normal use, and the specific number of cases was 20"